Manufacturer narrative:
(B)(4). Date sent: 6/14/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information was requested and the following was obtained: was the jaws damaged on the device? The jaw was damaged at the very top. It fell apart.

Event description:
It was reported that during an unknown procedure, the clip applier malfunctioned and it looks like the device separated near the distal tip. Another like device was used to complete the procedure. There were no adverse consequences for the patient.